Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open gastrectomy and open spleenectomy, the device had a knife issue wherein the blade came out wh ile using the cut function. They used another ligasure device to complete the procedure. There was no patient injury.